Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the leads ECG cable was not recognized by the device. There was no patient involvement.